Manufacturer narrative:
As reported, an expired ventralight st w/ echo ps mesh was inadvertently implanted into the patient. There was no adverse outcome associated with the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, during a procedure, on (B)(6) 2023 the patient was inadvertently implanted with an expired ventralight st w/echo ps mesh. The labeled expiration date of mesh is 28-jul-2023. No intervention was reported.